Manufacturer narrative:
(B)(4). We are currently attempting to retrieve further information to determine any patient consequence and the involvement of our device in the reported event. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in (B)(6) reported via a fisher & paykel healthcare (f&p) field representative that a surgical fire occured while the aa001m optiflow thrive nasal interface was in use. The hospital reported that there was no defect with the f&p product that was in use at the time. We have requested further detail from the hospital. There was no reported patient consequences.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative that a surgical fire occured while the aa001m optiflow thrive nasal interface was in use. The hospital reported that there was no defect with the f&p product that was in use at the time. There was no reported patient consequences.

Manufacturer narrative:
(B)(4). The optfilow thrive system is indicated for use in the hospital during peri-intubation, peri-extubation, procedural sedation and post-anaesthesia care. It is intended to be used in conjunction with the mr810 humidifier to deliver humidified oxygen. The use of diathermy devices presents a significant risk of fire in the presence of a fuel source. The use of supplementary oxygen can increase this risk. We understand that it was well understood by operating room staff. Consequently, our user instructions contain the following warning: "do not use system near any ignition source, including electrosurgery, electrocautery, or laser surgery instruments. Exposure to oxygen increases the risk of fire that may result in patient injury or death." In the reported event, the customer stated that a surgical fire occurred during a specialist airway surgery in which optiflow thrive nasal interface was being used to provide supplemental oxygen to a patient having a lesion removed from the epiglottis. A diathermy used through a suspension laryngoscope arced to the tip of the scope, presumably near the epiglottis. The arc from the diathermy ignited the nasal interface connected on to the patient. The use of the optiflow thrive nasal interface was ceased upon commencement of the fire. Customer also reported that there was no malfunction of the interface and it performed as expected.

Manufacturer narrative:
Ps334495. H2: corrections have been made throughout this follow-up report. Additional conclusion codes have been added in h6. The aa001m cannula is not sold in the us but it is similar to a product sold; the optiflow nasal oxygen cannula (aa000). The aa000 is a class I product and therefore does not require a 510(k). F&p healthcare contacted the customer to obtain further information on the reported event, the patient's condition and also requested the return of the subject aa001m cannula. The complaint aa001m cannula was not returned to f&p healthcare for analysis. We followed up with the customer multiple times in order to obtain additional information and the complaint device. Our investigation is thus based on the information provided from the hospital and our knowledge of the product. The customer reported that a diathermy started a fire, which spread to an aa001m cannula which was being used to oxygenate a patient with complex pathology during airway surgery. The use of diathermy in the presence of oxygen during anaesthetic procedures is a well-known risk. This is contrary to the warning in our user instruction. Our user instruction contains the following warning; "do not use system near any ignition source, including electrosurgery, electrocautery or laser surgery instruments. Exposure to oxygen increases the risk of fire that may result in serious injury or death". During interactions with the hospital, f&p healthcare was able to confirm that the hospital was aware of the warnings in our user instructions. This case was reported to f&p healthcare because the aa001m cannula was in use at the time of the fire occurring. The aa001m cannula was used to deliver supplemental oxygen during this incident. There was no reported malfunction of the f&p healthcare device.

Event description:
A healthcare facility in new zealand reported via a fisher & paykel healthcare (f&p) field representative that a surgical fire occurred while the aa001m optiflow nasal cannula was in use. The hospital reported that there was no defect with the f&p product that was in use at the time. It was reported that the patient was subject to burns of the airway, face and upper torso. The customer reported that "the patient received supportive cares and was transferred to ICU where he had a prolonged stay requiring tracheostomy".